Event description:
The report stated that blue pieces fell off the device. Some fell inside the pt and were removed by the nurse.

Manufacturer narrative:
The site has indicated that the device will not be returned. Further info has been requested. Covidien lp (formerly valleylab) has investigated reports of the blue insulation melting on the precise ls1200. Analysis of returned products shows that although there can be some degradation of the coating, in most cases this does not have a negative clinical or safety outcome. The instructions for use have been modified to add a caution indicating that the ls1200 should not be used as bipolar scissors. The instructions for use also contains a warning to avoid inadvertent contact with the pt, as a burn may result. Although the reported injury rate for this issue is very low, a project is underway to investigate a more robust coating material. Reported injuries have been minor in nature without serious effect to the pt. If pertinent info is obtained, a follow-up report will be submitted.